Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: item # 51-107170, stem, lot # unk; item # 11-363661 , head, lot # unk; item # 13-104056, shell, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05603; 0001825034 - 2018 - 05604; 0001825034 - 2018 - 05605.

Event description:
It was reported that approximately 6 months post implantation, the patient was noted to have developed a dvt, and cellulitis to the foot, leg, hip, back, and neck. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The following report is being updated based on the additional information received. Concomitant medical products: 51-104110 tprlc 133 t1 pps ho 11x142mm, 650-1056 cer bioloxd option hd 32mm, 650-1065 cer option type 1 tpr sleve -3, 13-104050 m/h radial solid/apx shl 50mm. The complaint cannot be confirmed since operative notes or x-rays were not provided from the event. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05603, 0001825034-2018-05604, 0001825034-2018-05605, 0001825034-2018-08930.